Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was discarded by the user facility. Product event summary: result of investigation: neither data files nor product have been returned for analysis. This was a clinical adverse event encountered post- procedure. No product malfunction reported. (B)(4).

Event description:
New information received indicates that the physician performing the ablation reported that the cause of the acute exacerbation of interstitial pneumonia was not related to the cryoablation procedure or products. It was reported that the patient went back to the hospital ward post procedure stable and without issue. The physician did not consider that sedation attributed to the pneumonia and there was no evidence that the patient "mis-swallowed" or aspirated. It was further reported that the patient was hospitalized four days prior to the cryoablation procedure with fever and dyspnea and that the patient had a fever one month prior to the procedure as well.

Event description:
It was reported that three days after a cryo ablation procedure the patient developed a high fever and was determined to have an acute exacerbation of interstitial pneumonia confirmed with computerized tomography (CT) scan. The patient had a history of the same condition the year prior to the procedure. The patient expired three days after the diagnosis of the exacerbation, which was six days post procedure. It was later determined that there was a possibility of a causal relationship between the procedure and the patient's death by a medical review board.